Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was implanted into the patient on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patent had difficulty emptying her bladder and was discharged home with a foley catheter after a concommitant tvt (tension-free vaginal tape) procedure was done. The patient was reported to be recovering/resolving from the event as of (B)(6) 2014. On (B)(6) 2014, it was reported that the patient had fully recovered; the adverse event of difficulty emptying bladder has resolved.